Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Manufacturer narrative:
A copy of the op report was received which indicates that this patient presented with severe aortic stenosis of his native valve. It was noted be severely calcified. Therefore, the patient was referred for aortic valve replacement. The 23 mm edwards valve was seated and all sutures tied. Per the report, "we took a small right angle in both left and right coronaries and then closed the aorta with 2 layers of running pledgeted of 4-0 prolene. We put the head down, de-aired through the ascending aorta, removed the crossclamp and warmed. We continuously de-aired the ascending aorta, used the vent and echo to de-air the left and left ventricle. We had good cardiac function, we looked at the valve with a te. There was a significant amount of aortic insufficiency. It appeared to be coming paravalvularly anteriorly. It was too much to accept. We then replaced the vent after going back on bypass... At this time, we had a great deal of difficulty with the cardioplegia, working for technical reasons. We were eventually able to give cardioplegia that was cold and with this, we got an arrest. We then spent some time trying to repair the area under the right coronary artery. This was difficult to reach and it was obvious that it was not going to be successful, so [the valve was explanted]... Again went through the procedure of the pledgeted 2-0 prolene, at this time made deeper sutures, being very aware of the placement of the right coronary artery. We then put them through the sewing ring of the new 23-mm [edwards] pericardial valve, seated the valve, and tied all the sutures. Again, went around the nerve hook, put severe repair sutures in all different coronary cusps. When we were done, we were satisfied that there was no potential leakage... Once we had good cardiac function, we looked at the valve with te and there was no paravalvular leak and no leak whatsoever and the mitral valve functioned well... The patient tolerated the procedure well and left the operating room... In stable condition." Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have also been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. The type and cause of regurgitation varies depending upon multiple factors. Unfortunately, the root cause of this event cannot be confirmed with out the sample device. Based on the information provided, it appears that this event may have been related to patient or technique related factors. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant, due to perivalvular leak. Based on the follow-up with the health-care provider, the patient was taken off cardiopulmonary bypass prior to device removal. The health-care provider also added that the explant ws at implant was not related to any device malfunction or quality deficiency. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.